Event description:
It was reported that within seven days of implant, the patient presented to the emergency room with dull achy pain from the left elbow to shoulder. An upper extremity scan showed an extensive deep vein thrombosis. The patient received oral medication. The event was suspected to be related to the device implant procedure. The device is still in use. It was noted that the patient is part of the surescan post approval clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).